Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd display failure was observed. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the device's replaced pollen filter, exhaust fan assembly, 43-micron filter, motor blower assembly, stirring fan foam as regulated by maintenance procedure to prevent failure. The device's technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The device's software version was checked.